Event description:
Consumer reports accuracy problems associated with co-branded mm meter. Analysis of the reported reading using clarke error grid with a reference point 69 (mean ave. Of reported low readings) vs. Bd readings of 150 (d), 145 (d). Data points fell into the d zone of the grid. Outside the acceptable range - potential malfunction.